Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/05/2015. The fse found that the white blood cell (wbc) bath and pinch valve vl14 were defective. The fse replaced the bath and the pinch valve, which repaired the leak and the failing controls. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak at the probe wipe of the coulter act diff analyzer while running controls. The controls were generating low values, vote outs and incomplete results when the leak was noticed. The volume of the leak was about 2 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.